Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, upon firing the device across the cystic artery, the surgeon noticed that the clips were scissoring. The clips started scissoring from the first clip. No extra sounds or additional force to fire were noticed. No additional torque was applied when firing the clip. The surgeon did not fire across any other metal clips as these were the first clips out of the applier. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.